Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2020.

Event description:
It was reported that the patients battery was not holding a charge and was taking longer to charge than before. The patient underwent an ipg replacement procedure and was still recovering postoperatively. The explanted was discarded.